Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing low downstream occlusion psi (pounds per square inch) was not reproduced. Evaluation observed and found that the pump passed the downstream occlusion testing. A review of the event history log revealed multiple occurrences of downstream occlusion messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low downstream occlusion pounds per square inch (psi) during testing at the biomedical service department. There was no patient involvement. No additional information is available.